Manufacturer narrative:
Additional information: a non-tortuous, non-calcified lesion. It was later stated that the patient had a thrombus in the lm and had an occluded mid-lad. The device was not inspected in detail but on a glance it was noted that it appeared ok. It was later clarified that the patient developed pea (pulseless electrical activity) arrest andvt (ventricular tachycardia) after wiring was performed in his lad. CPR was performed for 5 minutes and dc cardioversion was also performed. The patient regained consciousness after 5 minutes. Thrombus aspiration of lms and lad was then performed. It was noted that the initial thrombus at the lms was not fully visible after thrombus aspiration. Following this, the 4.0x 38 onyx stent was attempted to be used. The device was threaded onto a workhorse non-medtronic guidewire with ease and inserted into the lm and proximal lad with ease also. It was stated that the stent was placed in position and ready to deploy. Dialling up of the indeflator was initiated and it was immediately noted that the indeflater needle would not go up to fully deploy the stent, and blood was observed to be filling back into the indeflator. It was then that the stent balloon was noted to have ruptured. It was stated that the stent itself was observed to be partially inflated where only the proximal and distal stent edge was expanded leaving the mid portion of stent unexpanded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic export aspiration catheter was used for thrombus aspiration. The site was not predilated post thrombus aspiration. The area of the site where the stent was being deployed was 30% stenosed. It was mainly and area of ulcerated plaque rupture/thrombus. Approx 8 -10 atm was applied prior to balloon burst. The patient was reported to be alive with injury. Device evaluation summary: device returned for evaluation. The was a detachment on the hypotube, the detached section including the luer and strain relief were not returned. No kinks were noted on the hypotube. The material at the detachment site appeared clean and even. The balloon folds were open, and blood was visible in the balloon. A makeshift luer was attached to the hypotube and the device was inflated to nominal pressure of 12atm and maintained pressure. The balloon filled with blood when pressure was applied due to the detachment on the hypotube. No other damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion located in the left main (lm) coronary artery and left anterior descending (lad) artery. Negative prep was performed with no issues. It was reported that the resolute onyx balloon burst. The patient was reported to be alive with injury. The patient had to be shocked and is now in recovery.

Manufacturer narrative:
Image analysis review: an image shows the stent and guidewire positioned in the left main to lad artery. The stent in the image is partially deployed at the proximal and distal ends with the mid section appearing crimped. There is no contrast used in the image so the burst or leak site can not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.